Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate antitachycardia pacing for atrial fibrilation with rapid ventricular rates. Reprogramming changes to the device were made. The patient was in stable condition.